Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm approximately four weeks ago. The proximal aorta was 20-22 mm in diameter and 12 mm in length. The iliac arteries were also aneurysmal, the right iliac was 40 mm in maximum diameter and the left iliac was 26 mm in maximum diameter. The femoral arteries were 8 mm in diameter. It was reported that the final angiogram showed a proximal type I endoleak; however, the cause of the endoleak is unknown per the physician. The physician performed touch up with a reliant balloon and decided to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Lack of information (cause of endoleak is unknown). Conclusion: lack of information (cause of endoleak is unknown).